Event description:
The reason for call was patient said at night time they turn their stimulation down so it doesn't zap them all the time while sleeping. Patient said last night they went to turn the stimulation down and it wouldn't do anything. Patient stated they got a message that said communicator not found and to turn on the communicator to locate the serial number. Patient scanned the code and entered it manually but that didn't resolve the issue. Patient service walked patient through resetting the communicator. The troubleshooting steps that were taken on the call resolved the issues.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they were advised to call on june 6th and pt was walked through a deep reboot with the communicator. Ever since then they had to reset the communicator every other day or once every 3 days. Agent reviewed to turn equipment off when done using it, pt complained that no one had contacted them since being implanted for they were flying blind. Pt noted they only felt stimulation in their legs and not in their back for their back hurt, agent asked for event date and pt said since 1990. Agent put in a request for manuals to be sent to pt.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated information added on this case. Patient stated that most cases their devices freezes and can't recognize the implant. Patient always shuts off their handset every night as per previous recommendation to them. Agent reviewed information on external devices and best practices. However, patient insisted that every time they use their handset it freezes up and they have to reset the communicator when it got disconnected. Agent emphasizes the importance of best practices in navigating their external devices and still insisted for a replacement of their external devices. A request was sent to repair to replace the communicator.